Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported during a presentation that a catheter issue occurred. The 90% in-stent restenosed target lesion was located in the proximal left anterior descending (lad) artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of both the lad and the left circumflex (lcx) branch. After pre-dilation was performed in the stenosed area from the left main trunk to the proximal lad, ivus was performed again. The ivus catheter was inserted and then removed without any resistance. However, after the ivus catheter was removed, the distal tip marker remained inside the coronary artery. The physician attempted to retrieve it using a snare, but the snare could only be advanced to the proximal lad. The remnant advanced to the peripheral lad, and no flow issues occurred in the lad. The remnant was pulled out near the mid-lad using a twist wire technique with three wires, but it could not be retrieved into the guide catheter. When ivus was performed again, the remnant was found to be a long continuous structure extending from the lad to the aorta. A snare was advanced to the periphery using a guide extension, but the remnant migrated to the proximal lad. Since the remnant might protrude into the aorta, retrieval using the snare was stopped. The remnant was eventually trapped again using the twist wire technique, and the entire system, including the guiding catheter, was removed from the body. The remnant, which was an outer cover about 20 cm in length that had separated from the joint part, was successfully retrieved. There were no further patient complications.